Event description:
Patient had to be reintubated three times due cuff blowing. Respiratory therapist (rt) review with rt and electronic health record (her). Rt: very dyspneic. Decision was made to intubate patient in evening by doctor with 7.5 et tube. Rt checked endotracheal tube (ett) cuff prior to intubation. Was able to inflate cuff and hold pressure. After intubation a leak was noted, was unable to ventilate patient properly. Rt also noted was unable to pass inline suction catheter thru ett. Patient then reintubated with size 8 ett in the afternoon. Rt inspected 7.5 et tube and noted there "was a hole in the cuff. (The et tube was also not kinked or obstructed so rt believed not being able to pass catheter may have been due to patient's anatomy. A bougie was use to replace the 7.5 tube with the size 8. After intubation patient developed a pneumothorax . Rt thought the pneumothorax may have been caused by the bougie. A leak was detected after placement of 8.0 tube so patient was reintubated with another 8.0 tube 45 minutes later using the glidescope. The rt remembers checking all 3 et tubes cuffs prior to each intubation. The cuffs were functional. The third et tube did not develop a leak. Early the next morning after turning the patient a leak was detected, which the rt believed was a positional leak so after consulting with physician they determined the patient needed a larger size et tube so about an hour later patient was reintubated with size 8.5 et tube. Rt did note patient desated very quickly during the reintubations dropping to 29% during the first intubation and it took a long time for patient to recovery post intubations. Manufacturer response for et tube, et tube (per site reporter). Contacted ett manufacturer, reported issue and provided him the lot numbers for each of the defective et tubes. Each of the et tubes used were from a different lot number. He stated he will check the lot numbers if it matches any other issues reported from other organizations. He was not aware of any. He will send us shipping info/ packaging so we can safely ship defective ett's back to them for inspection. He stated he will notify us of any reported ett issues and a report on the et tubes submitted to them.